Manufacturer narrative:
The subject device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6), the patient was admitted to the hospital's emergency room due to ventricular arrhythmia. In the device memories the episodes of arrhythmia demonstrated the presence of ventricular undersensing.